Manufacturer narrative:
The investigation of the returned turbine/blower module did not reproduce the customer reported issue. The visual inspection did not reveal any errors. When mounted in a test ventilator device, the turbine module passes pre-use check without deviations. Simulated ventilation test on a test lung during 4 days did not generate any alarms or other malfunctions. The review of the returned device logs shows that the technical alarm indicating a blower module failure, generated around 7 minutes after ventilation start. The cause to the reported error cannot be established by this investigation. The issue has most likely an intermittent nature. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation, audible and visual alarms will be generated.

Event description:
Manufacturer¿s ref#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure while it was connected to a patient. There was no patient harm. Manufacturer¿s ref#: (B)(4).